Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device had staple malformation. The malformation required that a portion of the bowel be included in the second staple line. A second device was opened and the procedure was completed.

Manufacturer narrative:
Information anticipated, but unavailable at this time.